Event description:
It was reported that during use of the pump, helium loss alarms were experienced. As a result, the iab catheter was exchanged and pumping was resumed. The pump then experienced purge failure alarms. During transport, the pump experienced system 3 error. Manual inflation/deflation was initiated. The pt was transported without pump support. There were no pt complications.